Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no serial/lot number or sample was provided by the customer. The root cause cannot be determined at this time. Action taken: further action is not warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info was requested on 03/17/2011 and 03/30/2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. Medical records were rec'd on 03/18/2011. (B)(4).

Event description:
A surgeon reported, a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported, the pt has a history of keratoconus (pre-existing). Add'l info has been requested.